Manufacturer narrative:
A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. A review for service records relevant to the reported complaint was performed. No service records relevant to the reported complaint were found. No photo(s) and/or video(s) was provided for evaluation by the reporter and a sample was not received at the investigation site for evaluation. The reported complaint was evaluated and does not meet criteria for reporting per applicable medical device regulations, does not meet criteria for a critical event, and a customer response was not requested. A review of production information, complaint history, and servicing (as applicable) was performed and did not reveal any potential contributing factors to the complaint. A complaint sample, photo, and/or video was not provided for evaluation. Based on the investigation, a failure of the device, labeling, or packaging to meet specifications could not be confirmed. The quality assurance has reviewed, evaluated and investigated this complaint and will continue to monitor data for evidence of adverse trending and take further action, if appropriate. Receipt of complaint sample or additional information pertinent to this complaint will result in re-evaluation of the complaint investigation. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported aspiration failure occurred during ultrasound phase of a procedure. The procedure was completed after the product was replaced. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.9., h.3., and h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Current tracking indicates no adverse trend for this lot for this event. The returned sample was visually inspected and functionally tested. The drain bag was detached from the drain bag tape on the cover of the cassette due to saturation. The drain bag tape was securely adhered on the cover. Both irrigation and aspiration luers were intact. Flare shape was observed in the blue socket fitting at the aspiration tubing insertion end. The sample primed and tuned with a handpiece successfully. The sample could be recognized and the service data could be retrieved from the console. The sample passed functionality testing. The root cause of the customer's complaint could not be established since the returned sample met specifications. No contributing factors could be identified that could cause the reported complaint. After an investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Current tracking indicates no adverse trend for this lot for this event as the product met specifications. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).